Event description:
New information states the lead continued to exhibit unacceptable thresholds and low impedance. The lead was capped and replaced during a routine device changeout. The patient was asymptomatic.

Event description:
It was reported that the ventricular lead exhibited low impedance, a sensing anomaly, and unacceptable threshold. The patient would be monitored. No intervention was reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.